Manufacturer narrative:
On (B)(6) 2019 - the consumer accepted a replacement device. Therefore, we will not be receiving the device in question for investigation.

Event description:
On (B)(6) 2019 - the consumer claims the product was smoking and the prong broke off. Injuries did not occur. Consumer accepted a replacement.